Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the investigation results, the cause of the damage to the fiber bonding in the outer tube area (distal end) was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the laparoscope exhibited damage of the fiber bonding in the outer tube area. There was no patient involvement.